Event description:
Reporter alleged the blood glucose aviva system generated an error message that either displayed as an "ee" or and "err" however, he was not certain how to interpret the error. While on the telephone with the MFR, it was determined there were missing segments on the display screen. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.